Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was alleged for possible pump under delivery. Blood glucose level at the time of the incident was 19 mmol/l. The customer stated insulin pump had several insulin flow blocked alarms and every time she tried to bolus she got an alert, she gave herself a manual injection and used the plunger 4 times to push insulin out of the tubing and confirmed that insulin was exiting out of the tubing but when she plugged it to her body, no insulin was delivered. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.